Event description:
On (B)(6) 2013, patient reported approximately 3 infusion sets have leaked insulin during use. This was first noticed on (B)(6) 2013. The leak occurs around the infusion site; however, she does not believe it is due to poor absorption. There is an audible click when she attaches the tube to the headset. She inserts the headset with an insertion device and practices site rotation. The alleged infusion sets were discarded and will not be returned for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No sample was received for examination. The retention sample was visually inspected and tested for flow and tightness. The test results were within specifications. Review of the complaint records showed no other complaints of relevance for lot number 5011492.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.